Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l34869, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (25 mg/ml at 11 mg/day) and clonidine (147 mcg/ml at 64 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that at the patient's pump implant for end of service, they could not aspirate the catheter access port so a catheter revision was performed. The healthcare provider (hcp) had no concerns with therapy with the pump. Additional information was received from the rep who indicated that the explanted catheter portion was discarded.